Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. D10. Concomitants: (B)(6) 02-010-01-0350 - logic femoral ps cem right sz 5; (B)(6) 02-012-45-5040 - lgc tibial fit tray cem sz 5f / 4t; (B)(6) 200-02-32 - three peg patella 32mm. Pending investigation. There is no other information available.

Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty revision on (B)(6)2012 and then approximately 10 years 2 months later had a surgical revision on (B)(6)2022. Patient was revised to competitor¿s devices. Revision operative report of 17 nov 2022- for failed recalled right total knee replacement. Intraoperative findings- loose femoral implants, removed easily with moderate bone loss, requiring tibial conde due to bone loss. Osteolysis along the medial and femoral distal condyles. Significant polyethylene wear. Indication: patient had severe pain due to failed right knee. Procedure: the femoral implant was easily removed due to minimal bone ingrowth. The patella button was well fixed and stable; it was not removed. New devices were trialed and then implanted. Sterile dressings were applied; patient sent to pacu in stable condition. No complications. Hospital care: admitted (B)(6)2022/discharged (B)(6)2022. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Recall number: z-0021-2022. 1038671-2024-05049 this follow-up report is being submitted to relay additional and/or corrected information. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-05049. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. D10: concomitants: 2414769 02-010-01-0350 - logic femoral ps cem right sz 5. 1978590 02-012-45-5040 - lgc tibial fit tray cem sz 5f / 4t. 2429312 200-02-32 - three peg patella 32mm. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.